Manufacturer narrative:
D10: 244-02-04 - optetrak asy hi-flex ps cem fem, sz 4, left: (B)(6). 260-04-43 - rbk cem fin tib tray sz 4f/3t: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 8 years and 1 month post the initial left total knee replacement, a patella and tibial poly revision due to wear was planned, but a full revision with non-exactech devices was performed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.